Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarms on start-up and refuses to reboot. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump powered up properly, and no rebooting of the pump was noted. The pump passed the displacement, and self tests. No alarm noted during testing, but several alarms were noted in the alarm history file due to corrupt files. The pump also had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.